Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs of use in the form of biological material were observed on the guide wire surface. The arrow raulerson syringe (ars) involved with this complaint was not returned for analysis. Visual analysis revealed that the guide wire was kinked adjacent to the distal j-bend. A slight bend was also observed around the middle of the extrusion. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the arrow raulerson syringe (ars) involved with this complaint as it was not returned for analysis. The kinks on the guide wire measured 334mm and 582mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing wmz-04432-002a rev01. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory ars/18ga introducer needle subassembly. Despite the kinking, little to no resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional analysis could not be performed on the arrow raulerson syringe (ars) involved with this complaint as it was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the appearance of the damage seems consistent with damage due to undue force applied during insertion; however, the root cause cannot be determined without the ars also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "swg felt resistance when attempting to advance the wire through the raulerson syringe. The wire then kinked. There was no harm or consequence for the patient."

Event description:
It was reported that: "swg felt resistance when attempting to advance the wire through the raulerson syringe. The wire then kinked. There was no harm or consequence for the patient."

Manufacturer narrative:
(B)(4). UDI# (B)(4).